Event description:
It was reported that the patient's lead integrity alert triggered for the right ventricular (rv) lead. The rv lead had high impedance. An explant procedure is planned for the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334vrg, implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).